Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. Customer originally called regarding e-0 error message. Customer states that she just had a blood transfusion and that she has many medical issues. The customer is concerned with tests results from results obtained of hi. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017 , the customer was crying and very frustrated. The customer stated that she takes multiple doses of insulin throughout the day and needs to be able to obtain a reading because her results have been in the 500's and last night the meter said "hi". The customer stated that she was going to hang up and go purchase a different meter so she could obtain a result. The customer's expected fasting blood glucose test result range was undisclosed. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 08/19/2017 and vial was opened week of call. The meter memory was not reviewed for previous test result history. (B)(6).